Manufacturer narrative:
Qn# (B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The lid stock and four broken clips were also returned. The cartridge was visually examined with and without magnification. The cartridge had no clips remaining. The four loose clips were all broken at the hinge; three broken in half at the hinge and one with a staggered break (broken in half on inner hinge, pierced side break on outer hinge). The cartridge had multiple scrape marks and fingers bent inward, indicating improper loading technique or using damaged appliers may have occurred. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Functional inspection could not be performed due to the condition of the returned clip. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Four clips were broken at the hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. Four loose broken clips were returned, all broken at the hinge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that when the user attempted to ligate a clip during surgery it got broken. It occurred to 4 clips in total. Therefore, a new cartridge was opened instead. A broken piece of the clip fell in the patient, but it was withdrawn; nothing remained in the patient.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73h1900261 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the user attempted to ligate a clip during surgery it got broken. It occurred to 4 clips in total. Therefore, a new cartridge was opened instead. A broken piece of the clip fell in the patient, but it was withdrawn; nothing remained in the patient.